Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract extraction and intraocular lens implantation procedure the tip and handpiece were blocked after emulsifying part of the nucleus. A new tip and handpiece were connected and the procedure was completed. The "b and l" irrigation/aspiration handpiece blocked part way through the process. It was replaced and immediately worked as expected and the case was finished. Additional information has been requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a blocked phaco tip; therefore, the condition of the product could not be verified. Even though no lot number was identified with this complaint; our products are processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).